Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the image started cutting in and out and became very blurry. On closer examination, the customer also noted that there was a crack in the end of the blade. A delay in the procedure of approximately five (5) minutes occurred as a back-up device was obtained. No harm to patient or user was reported.